Event description:
This spontaneous report was received from a us health care professional and concerns a female patient. She was injected with belotero balance lidocaine, on the day prior to this report, on (B)(6) 2023. Batch number was reported as unknown. In (B)(6) 2023, after the treatment with belotero balance lidocaine, the patient experienced vascular occlusion. She had no pain. On (B)(6) 2023 at 3 pm, she was treated with 450 units of hylanex and again, at 4 pm with 300 units of hylanex. The color was coming back. Due to the provided information, the outcome of the event was considered as resolving.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event vascular occlusion (vascular occlusion) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.